Event description:
Philips received a complaint on the efficia dfm100 device indicating that the back light of the discharge button does not work. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite and determined that due to a defective module assembly, light of the discharge button failed to work properly. To resolve the issue, dfm1 assy ui module 1.1 (user interface) (453564587201) was replaced and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.